Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) h3: 97755, serial/lot #: (B)(6) was returned for analysis and found the recharger got hot after running it at the donut end and there was a failure with the recharger antenna and a "poor recharge quality" message was seen. The cable insulation was also torn at the donut end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. My battery external charger shows a message: charger doesn't work. Can't charge implant. Call medtronic for assistance. And I cant charge it. It hurts a lot. The reason for call was that the controller was coming up with message recharger problem (84). Patient services (pss) reviewed recharger replacement with the pt. Pt did not have a managing healthcare provider (hcp) since they just moved three months ago. Pt noted that they were in the course of finding a new pain doctor. Pss sent an e-mail to repair to replace the recharger. The pt called back and reported that they never got the new recharger (rtm), and pt was hurting a lot. A replacement recharger was sent out.